Event description:
A report was received that the pt was unable to communicate with the precision system after undergoing a back surgery (non device related). The physician decided to replace the pt's ipg. The pt is doing well after the replacement procedure.